Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a minimum fill alert after loading a cartridge with insulin. The customer then continued to add more insulin to the cartridge several times resulting in a cartridge leak. The customer changed to a new cartridge. There was no impact to the customer's blood glucose level.